Event description:
It was reported that a 36-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel 375cc, silicone breast prosthesis experienced left-sided symptomatic rupture, and right-sided "not enough information" post procedure. The issue of rupture was confirmed by the health care professional. The patient wanted to open file for of extracapsular rupture on the left and concern about cancer, pending on MRI to see if biopsy will needed. The patient has a concern for cancer, but no diagnosis has been confirmed as of this report. As a result, patient underwent bilateral removal without replacements on (B)(6) 2023. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: "not enough information" mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 31, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 03, 2023 indicated that the pre and post procedure showed left breast implant rupture, breast ptosis. As a result patient underwent bilateral full capsulectomies and mastopexy, as well as removal. The MRI examination showed left side has lump which is related to rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that the MRI examinations showed no mr evidence of malignancy, probable intracapsular rupture left implant, probable free silicone posterolateral to the left implant, intact right implant. The patient also underwent bilateral capsulectomies, and mastopexy due to ptosis. Manufacturer¿s reference number: (B)(4).